Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump delivered too much insulin and the customer was experiencing low blood glucose. It was stated that the customer have fallen and the device hit pretty hard. The customer mentioned that the insulin pump had a strange sound during rewinding. No further information was provided.